Event description:
It was reported that a patient was having a similar experience to a patient that would have intensification of stimulation when they would touch an electronic device. The patient who had this similar experience had ¿a weird thing with his body polarity.¿ it was noted that some people have stronger electrical currents produced by their bodies. No additional information was available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).